Event description:
Customer stated patient with history of anti-e and anti-k did not react with vss305.additional testing was done using 0.8% resolve panel a and anti-e and anti-k were identified. Customer indicated that daily qc testing was performed and all reactions were acceptable. Gel cards and screening cells appearance looked ok.

Manufacturer narrative:
Ocd performed a batch record review. Satisfactory results were observed.complaint was received beyond dating of product. Therefore, retaiend testing was not performed.there are no similar complaints against this lot of product.(B)(4).